Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient coded at 1900, with rosc achieved after approximately 15. Following resuscitation, air bubbles were noted in the IV tri set distal to the red port where code medications had been administered. An air pocket was also visualized in the lipid infusion line near the connection site, raising concern for a possible air embolism. Head ultrasound revealed pneumocephalus, and telemetry review was suspicious for a coronary event. PICC dressing was taken down and the entire line setup was changed and preserved. Notably, a cap and line change had been performed approximately 50 minutes prior to the arrest. Event resulted in the patient passing away.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device for evaluation. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient coded at 1900, with rosc achieved after approximately 15. Following resuscitation, air bubbles were noted in the IV tri set distal to the red port where code medications had been administered. An air pocket was also visualized in the lipid infusion line near the connection site, raising concern for a possible air embolism. Head ultrasound revealed pneumocephalus, and telemetry review was suspicious for a coronary event. PICC dressing was taken down and the entire line setup was changed and preserved. Notably, a cap and line change had been performed approximately 50 minutes prior to the arrest. Event resulted in the patient passing away.